Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anamoly. The customer blood glucose level was unknown at the time of incident. Troubleshooting was performed but the issue was not resolved. Customer was advised to discontinue the use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No prime/fill anomaly noted during testing. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test.